Event description:
The customer reported that the device jaws were closed and could not be reopened. It is unk if the device was applied to tissue or not at the time of the occurrence. Another device was used to complete the procedure and there was no pt injury. The site discarded the sample and indicated that the event was due to user error.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.